Manufacturer narrative:
Investigation summary: an el200 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20c16-t. From the information provided by the customer it appears that the leakage was observed from the neutraclear following disconnection of the syringe. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 20c16-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for leakage against the el200 product in the past 12 months.

Event description:
It was reported that the neutraclear needle-free connector leaked cytotoxic blood onto the patient's arm, bed, and floor when the syringe was removed after the flush. The following information was provided by the initial reporter: "after taking blood cultures from patients PICC line and post normal saline flush, syringe removed from the neutraclear connector and the neutraclear connector started leaking blood and therefore was not a closed system. The tap and clamp on the PICC line was closed as soon as nursing staff realised cytotoxic blood/fluid had spilled onto patients arm, bed and floor. The neutraclear connector was changed immediately. Patient is under cytotoxic precautions and cytotoxic spill clean up was required due to spill."